Manufacturer narrative:
Continuation of d10: product ID 39286-65 serial# (B)(6) implanted: (B)(6) 2013 product type lead correction: d6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 24-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the first implant was replaced because the wires had come loose and the implant was replaced with a new one in 2017.  Agent attempted to ask more information but patient noted they still had the one that was replaced in 2017.  Agent asked more information on which implant this was but patient didn't answer. .